Event description:
Date of admission: 7/25/97. Date of discharge: 8/5/97. The pt is a 13 yr old white female who is the product of teenage parents, who subsequently divorced and are now married to other spouses. She resides with her mother and stepfather. Two to three days prior to admission the pt started her menstrual period for which she used tampons. Shortly thereafter she began to experience nausea, vomiting, diarrhea, fever, and myalgias. Because of this she neglected to change her tampon for a 2 day period. When she presented to the ER she was seen by dr where she was examined and a culture taken from the tampon removed during physical examination. Her blood pressure was 86/29 on presentation with a pulse of 145. She complained of back pain, severe weakness, inability to breath deeply and darkening of vision on sitting up. Heent examination revealed desquamation of the tongue and pharynx. The neck was supple with the chest clear and abdomen soft. Mild left cva and suprapubic tenderness was present. There was no rebound or guarding however. She was immediately started on fluid resuscitation and given claforan. Consultation was obtained with another dr who then switched her to nafacillin. When her blood pressure did not respond to fluids a right internal jugular catheter was placed and she was started on a dopamine infusion.